Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. A systems check was performed with tandem technical support and no issues were identified. However, a replacement pump was sent to the customer, the pump will continue to be used for insulin therapy.